Event description:
The customer reported that during a patient event, their device lost power on its own. The customer indicated that the patient was only being monitored and there was no additional information provided regarding the status of the patient or details of the event itself. The customer did indicate that after initially being unable to duplicate the reported loss of power, the end user reported a second time (not patient related) that the device lost power. This was during testing. There were no reported adverse effects to the patient during this reported event.

Manufacturer narrative:
The customer (hospital biomed) advised physio-control that the device did have an external usb data communication cable connected during the patient event, which has the ability to cause a loss of power or an issue relating to the boot up cycle if there was an internal short of the data cable; however this could not be confirmed. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Physio-control evaluated the customer's device but was unable to duplicate the reported issue. As a precaution, physio replaced the system pcb assembly and after observing proper device operation through functional and performance testing the unit was returned to the customer for use.